Event description:
During manufacturer product analysis for a vns generator that was replaced prophylactically, it was noted the r35 resistor (a selectable value resistor) could have been more optimally chosen. The r35 resistor did not meet final electrical testing specifications. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to specifications.